Event description:
It was reported a device was used during a laparoscopy for ectopic pregnancy. Specimen-bag would not open completely. The bag & metal piece detached from the instrument and stayed in the abdomen. Surgeon retrieved, no other consequences to the pt.